Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support helped the customer reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, which the customer acknowledged and understood.